Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead had a lifetime maximum high voltage impedance of 200 ohms. This maximum measurement was an old measurement that occurred during a generator exchange, so it is suspected that it occurred when the lead was not in the pocket. However, it is not confirmed to be the case although there did not appear to be any malfunction of the lead. The patient was in stable condition.